Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to inflammation, edema and swelling due to suture irritation. A pocket washout and revision were performed. There were no additional adverse patient effects reported. This ra lead remains in service.